Manufacturer narrative:
Product investigation is in progress.

Event description:
I could only initially remove the string. I had to manually retrieve the remaining pieces and they had become mush [foreign body in reproductive tract]. Disintegrated- tampon [device breakage]. Case narrative: consumer reported via email that the last two tampons disintegrated inside her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
I could only initially remove the string. I had to manually retrieve the remaining pieces and they had become mush [foreign body in reproductive tract] disintegrated- tampon [device breakage]. Case narrative: consumer reported via email that the last two tampons disintegrated inside her. No serious injury reported.